Manufacturer narrative:
Gore attempted to acquire info required for this form.

Event description:
The physician reported to gore that the gore-tex suture used with a capio suture capturing device, during a gynecological procedure. The needle separated from the suture during the procedure. The needle was not retrieved.